Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The customer reported that while the device was being used with CPAP mode, "proximal pressure line disconnect" alarm sounded and thereafter waveform and a part of a patient's measured values came not to be displayed. The alarm, however, was sounding. The medical engineer (me) reported the phenomenon was improved by replacing a circuit and rebooting the unit. The same phenomenon recurred 1 hour later, so the unit was replaced with a hospital backup unit. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was replaced. There's no delay or medical intervention reported.

Manufacturer narrative:
G4:25jan2021. B4:26jan2021. The service technician reported that a test run was performed, but the reported issue was not duplicated. A check was performed and confirmed there was no abnormality. Confirmed the software version is 2.30. The unit was returned back to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.